Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented during follow-up in clinic. Upon review of electrograms, the the right ventricular(rv) lead exhibited over-sensed intermittent signals that could be seen on the ventricular pace/sense channel. The signals were not seen on the far field channel. Tachycardia therapy was disabled. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable before/during/after procedure.